Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Moreover, the air gas module was contaminated with liquid. Identification of issue has been done by analyzing problem description, device logs, photos and service report. Based on the information provided it has been confirmed that the reported issue has been caused by malfunctioning air gas module. The technician checked the part and concluded that liquid stains was present on the outside of air gas module, which has been traced back to the hospital central air supply. The issue has been resolved by replacing air gas module. The air gas module regulates the inspiratory gas flow and gas mixture. The issue was decided to be reported as the faulty gas module may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. Moreover, the air gas module was contaminated with liquid. There was no patient involvement. Manufacturer's ref. #: (B)(4).